Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6). Batch: 21195213. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6). Batch: 5022384.

Event description:
It was reported that the patient was experiencing loss of stimulation from the spinal cord stimulator (scs) device. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information could be obtained despite good faith efforts.